Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with a stylet was returned. Visual inspection and x-ray examination of the lead found the helix was stretched, and the helix header assembly was damaged consistent with procedural damage. Electrical testing was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. Post procedure diagnostic imaging (x-ray) performed noted that the patient's right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.